Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while performing an implant, it was noticed that the lead serial number in workbench had passed the use-before-date. When returning to the or to inform the clinician, the lead had already been implanted and the pocket had been closed. The expired lead was discussed with the physician post implant, and the physician felt comfortable leaving the lead in place. Patient was stable before, during, and after the procedure.